Event description:
It was reported that the pump had beeped continuously and displayed a red screen with error code 41786 on the screen when turned on. The event had occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device battery, which was determined to not be charged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery was charged and the device passed all testing.